Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black, and the station would not power up. A field service engineer (fse) assisted the customer with isolating and disconnecting the drawer that was causing the issue. The station powered up successfully, and all components were functioning except for one disconnected drawer. Drawer 2.2 cubie had failed, and the printed circuit board (pcb) was replaced. The fse observed that the customer successfully accessed the drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex a grid, section d unique identifier (UDI) a supplemental MDR was submitted to reflect the correct imdrf annex a grid and unique identifier (UDI)

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.